Event description:
Device 3 of 5. Reference MFR. Report# 1627487-2019-02394, reference MFR. Report# 1627487-2019-02402, reference MFR. Report# 1627487-2019-02410, reference MFR. Report# 1627487-2019-02412 . It was reported the patient experienced ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention wherein the system was explanted and replaced. Effective therapy has been restored.